Event description:
Report received from (B)(6) stating that the cutter could not be secured into the device and that there was an issue with overheating. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unk. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. (B)(4) evaluated the device, and the reported problem was confirmed: the distal bearing of the attachment ws damaged and the inner race out of alignment, creating an obstruction that would not allow cutter insertion. This condition is indicative of improper or ineffective cleaning and maintenance of the equipment. If additional information is received, a supplemental report will be sent.